Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a csf leak during the patient¿s trial procedure on (B)(6) 2019. As such, the trial procedure was abandoned. Clear drainage was visible. A blood patch was performed to address the csf leak. Patient experienced headache post procedure. Reportedly, the headache has been resolved now.